Manufacturer narrative:
The reported complaint of unable to tighten the setscrew was not confirmed. Analysis found the a- and v-setscrews were removed from the device in the field and were not returned. The problem that occurred in the field cannot be analyzed without these device components. Device is electrically normal above eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the pacemaker set screw was unable to be tightened with the hex wrench. The physician replaced the pacemaker during procedure. The patient was in stable condition.